Event description:
It was reported that patient ws revised due to malposition, stiffness, and pain.

Event description:
It was reported that patient was revised due to malposition, stiffness, and pain.

Manufacturer narrative:
An evaluation of the device cannot be performed as device was retained at (B)(6). Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Manufacturer narrative:
The patient is 68 inches in height. An event regarding stiffness associated with baseplate malpostion involving a triathlon baseplate was reported. The event was confirmed. Method & results: -device evaluation and results: images of the explanted baseplate was provided. Bone ingrowth was observed on the distal surface of the baseplate. The subject device was not returned so further evaluation could not be performed. -medical records received and evaluation: the consulting clinician noted a 5° anterior slope of the tibial component of provided pre-operative x-ray copies. The review goes on to state, "as noted in the revision operative report, the clinical problems of this total knee arthroplasty related to malposition of the tibial component. There was no evidence of factors of faulty component design, manufacturing, or materials being responsible for the failure in this morbidly obese patient." -device history review: there have been no reported discrepancies for the referenced lot. -complaint history review: there have been no other events for the referenced lot. Conclusions: the root cause of the stiffness experienced by the patient was determined to be the excessive anterior slope of the baseplate leading to restricted flexion. The results of the investigation indicate that the surgical protocol was not followed during the primary surgery as the positioning of the primary baseplate was confirmed to have a 5° anterior slope by a consulting clinician when the surgical technique indicates that a 0° slope or 3° slope are to be achieved with the proper utilization of the triathlon tibial preparation instruments. The reported clinical situation is procedure-related and not related to the performance, design, or manufacture of the device.